Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit resolved the issue.

Manufacturer narrative:
One i3 unit model # cm1100 with main unit serial # (B)(6) and one i3 accessories set were returned. An error # 5 was produced by both touchscreen and keypad input methods with the unit¿s handheld. A review of the log files revealed the line with ¿<reading-error>¿ tag as: <reading-error>5</reading-error. Error # 5 did not reappear with either method of tactile input to take a reading when the unit was rebooted after file edit. Evaluation of the compact flash in terminal revealed correct operating speed setting. The use of error 5 exploratory test software and i3 boot and reading cycling tool per investigation guidance did not reproduce error # 5. Unit generated a network error during reading cycling that was determined to be an issue with the network and not the unit. The formatted compact flash, barometric sensor, and dsp load portions of diagnostic test were considered most relevant for performance evaluation regarding the complaint. Unit passed formatted compact flash, barometric sensor, and dsp load portions of diagnostic test. A review of the DHR was performed for batch #7381204 and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue, as no non-conformance related to the reported issue was found in the batch records reviewed. The complaint of ¿the patient electronic unit received an error 5 message¿ confirmed. Due to error # 5 not being observed with error 5 exploratory test software and i3 boot and reading cycling tool, root concluded to be the printed circuit board.